Event description:
Customer reported the IV administration set tubing has a slit like area that leaks below the pump insertion site. No pt harm reported and no additional event information available. The administration set was received. A follow up report will be filed upon completion of the investigation.